Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the surgeon is trimming the ancillary trocar with a knife in order to remove it easier. The rep has been informed that this is against the instructions in the IFU for the use of the device and she has confirmed that the surgeon was made aware of it. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the surgeon's technique is to create an otomy with harmonic, put the anvil in the stomach, push it through the stomach and then suture up the otomy. When removing the ancillary blue trocar prior to putting the anvil onto the circular stapler, the surgeon expressed a concern with the patient¿s safety due to the difficulty in getting the ancillary blue trocar piece in and out of the anvil so that the circular stapler can be fired. Procedure was completed as normal. There were no patient consequences reported. Device was discarded.